Event description:
A PATIENT UNDERWENT A PORT PLACEMENT PROCEDURE USING A POWERPORT ISP M.R.I. IMPLANTABLE PORT. FOLLOWING THE PROCEDURE, ON (B)(6) 2026, IT WAS REPORTED THAT THE PORT CATHETER FRACTURED DURING REMOVAL. FURTHERMORE, THE TIP OF THE CATHETER TUBING SEPARATED, RESULTING IN A RETAINED FRAGMENT THAT REQUIRED RETRIEVAL. THE CURRENT STATUS OF THE PATIENT IS UNKNOWN.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS WILL BE PERFORMED. THE SAMPLE HAS NOT BEEN RETURNED TO THE MANUFACTURER FOR INSPECTION/EVALUATION. THEREFORE, THE INVESTIGATION OF THE REPORTED EVENT IS INCONCLUSIVE. BASED UPON THE AVAILABLE INFORMATION, THE DEFINITIVE ROOT CAUSE FOR THIS EVENT IS UNKNOWN. THE INSTRUCTIONS FOR USE (IFU) ARE ADEQUATE FOR THE REPORTED DEVICE/PATIENT CODE(S) AND PROVIDES GENERAL INSTRUCTIONS FOR USE, AS WELL AS WARNINGS, PRECAUTIONS AND POTENTIAL COMPLICATIONS ASSOCIATED WITH THE DEVICE. UPON RECEIPT OF NEW OR ADDITIONAL INFORMATION, A FOLLOW UP REPORT WILL BE SUBMITTED AS APPLICABLE. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
A patient underwent a port placement procedure using a PowerPort ISP M.R.I. Implantable Port. Following the procedure, on (b)(6) 2026, it was reported that the port catheter fractured during removal, with separation of the tip of the catheter tubing resulting in a retained fragment requiring retrieval. During attempted snaring via right femoral vein access, the catheter fractured again, causing embolization of a small fragment to the RLL pulmonary artery. The dominant catheter fragment remains in place from the left clavicle to the upper SVC and it was removed. The patient's current status is unknown.

Manufacturer narrative:
H11: Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this lot. Investigation Summary: The physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture, separation and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, D(6b), G3, H6 (Component, Method). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.